Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the device pressure kept dropping after being inserted into the pt, and a hole was noted in the balloon. The procedure was aborted with no adverse pt consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/18/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00580. The same pt is represented in each medwatch.